Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 372984a was found to be performing within expectations. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Pt self tester alleging discrepant inratio values. Pt's therapeutic range unk. On (B)(6) 2015, inratio = 4.6; (B)(6) 2015, inratio = 1.9. Pt stated there was a decrease in medication dosage sometime after (B)(6) 2015, but he did not think it was enough to make his inr drop to the low obtained on (B)(6) 2015. No reported adverse pt sequela. No add'l info available.